Event description:
It was reported to boston scientific corporation in 2009, that a polyflex esophageal stent was placed during an egd (esophagogastroduodenoscopy) procedure performed one month prior. According to the complainant, the pt experienced intolerable pain for two weeks after stent placement. In the same month, st the physician removed the stent. Follow-up revealed another stent was not necessary and the pt is fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.